Event description:
It was reported to nova biomedical that a consumer received a result of 254 mg/dl on their blood glucose meter. The consumer immediately performed two additional tests using the same meter and strips getting the following results of 64 mg/dl and 63 mg/dl. During the call with customer support, a control solution test was performed showing the test strips to fall in range. The difference in the consumer's readings was determined to be clinically significant. The test strips in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should an significant findings be a result of that investigation, a follow-up report will be filed.